Event description:
It was reported that the device was used during a hemorrhoidectomy. The surgeon extracted the device with difficulty and noticed bleeding from an injury to the mucosa. The surgeon also noticed that the device had cut and stapled only half of the anastomosis. The case was completed by hand. Patient was placed on prophylactic antibiotics and analgesics for pain relief. Second post operative day patient returned for proctoscope due to bleeding. Conservative treatment maintained.